Event description:
Rn was going to infuse 1 unit prbcs and the spike from the administration tubing went trough the bag of blood while spiking; contaminating the blood. Rn was unable to give the blood. Rn ordered another unit and while trying to spike that unit the same thing happened-the spike went through the blood bag making it unable to be used.suggestion(s) for avoiding similar incident in future: the spike in the hema y blood set no 11409-# 5416/par appears to be too sharp. As charge, I looked at the set and tried with the same set to spike the blood and also went through it, this set should be investigated for quality.